Event description:
It was reported that the physician's tablet was giving an ¿unable to open port¿ message. Troubleshooting was performed but the problem persisted. A replacement usb cable was sent to the physician. The usb cable was received for product analysis on 03/16/2015. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.

Event description:
Product analysis was completed on the usb cable on (B)(6) 2015. Two disconnected wire connections were found in the returned serial cable which appeared to be cable stress-related. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.